Event description:
Consumer reported complaint for dead meter and damaged product. Daughter is calling on behalf of the customer. Customer stated that the sticker that keeps the box sealed had been ripped off and the meter had scratches all over it. Customer also stated that the lancing device in the kit seemed to be used. Customer had just purchased the product the day prior to the call. The customer is using the correct battery in the correct orientation. During the call the meter did not power on using the power button or when the test strip was inserted. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Complaint was forwarded to packaging, internal evaluation has been completed by packaging; packaging records were reviewed, no abnormalities observed. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-009: use error caused or contributed to event. Note: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer.